Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the system controller's black power cable was confirmed via evaluation of the returned system controller (serial number: (B)(6). Visual inspection of the returned system controller revealed that the black power cable strain relief and the cable jacket beneath it on the connector side were damaged. Evaluation of the power cables also revealed slightly elevated resistance in the underlying conductors in both power cables. The power cables were tested for current leakage and passed without issue. However, despite the observed damages, the controller successfully operated in a mock circulatory loop for an extended period of time without any problems or atypical alarms produced. The outer jacket was removed from the black power cable for additional inspection, and a green contaminate consistent with fluid ingress was observed on the underlying wires, it should be noted that the damage to the cable jacket will result in a point of ingress for fluid in cables. The root cause of the damage to the system controller power lead could not be conclusively determined through this analysis. The controller was manufactured in 2018 and the product life of the system controller is a minimum of 3 years. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate iii patient handbook (rev. D) section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting the system controller power cables and power cable connectors for dirt, grease, or damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate iii instructions for use (IFU) (rev. C) under section 2 entitled ¿system operations¿ informs the user to ¿keep the system controller power cables dry and away from water or liquid¿ as it may cause the system to fail or serious electric shock. Section 7 entitled ¿frequently asked questions¿ explains the potential hazards and informs the user to call their hospital contact if the system controller gets wet or is dropped. Heartmate iii patient handbook (rev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), and the actions to take if the alarms cannot be resolved. Furthermore, subsection ¿what not to do: driveline and cables¿. This section informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate iii patient handbook (rev. D) and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's black power cable was breaking apart. The patient's controller was exchanged.